Event description:
It was reported that the pump had consistent travel coarse error. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. The event history log revealed a "check clutch/ plunger lever" alarm. Functional testing was able to duplicate the reported problem. It was determined that the clutch housing was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Section a, b3, h6: updated.